Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The basic occlusion, occlusion and excessive no delivery tests could not be performed due to the prime/fill anomaly. The device passed the displacement test. It was received with intermittent button response due to moisture damage on keypad trace. It also had a cracked case at the upper corners of display window, cracked reservoir tube and lip, cracked battery tube threads and scratched display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and the buttons were not responding after it fell in the sink. Blood glucose value was 280 mg/dl. She mentioned that her blood glucose was higher due to an injection reaction. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.